Event description:
It was reported that surgery time was extended over 30 minutes due to malfunction of the product.

Manufacturer narrative:
Smith & nephew received the above named product reported as a field complaint. The affected devices were returned and evaluated. A dimensional inspection was attempted on both devices; however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.